Manufacturer narrative:
Fiber and cap refer to thermal problem. Failure analysis: the fiber cap shows signs of a circumferential fracture of glass cap proximal to fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. This failure mode is indicative of a fracture beneath the metal cap. The identified issues may activate fiberlife function which would modulate power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, the first fiber "kept shutting down while fiber kept blinking." The physician then "cleaned the fiber but still no action on the fiber" at 115,836j. A second fiber was used to complete the case. Reportedly, "no injury to pt."